Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing cartridges. Technical support educated the customer that cartridges are labelled as single-use products. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.